Event description:
It was reported to philips that the system's frontal c-arm detector cover was loose. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. A philips field service engineer (fse) inspected the system onsite and observed that the frontal detector cover was loose. To resolve the issue, the fse properly fixed the screws and performed corrective maintenance. The system was verified for proper functionality and returned to the customer in good working condition. The codes were updated based on the investigation outcome.